Event description:
It was reported via a call that according to the intra-aortic balloon pump (iabp) manager a battery failure occurred while the pump was on a pt during transport. The battery failed just after they had landed and were on the roof top at the receiving hospital. The staff went ahead and took the pt to the unit. Once they plugged in the pump, the pump was functioning. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications and iabp therapy was not interrupted or delayed. The pt rec'd iabp therapy successfully. Add'l info rec'd on (B)(4) 2013 stated that the iabp manager told the clinical support specialist (css) that "he is now having the teams rotate once a month to take the pump out of service and run it to discharge to see how long the battery lasts. Then the have to recharge the battery before they can go back into service." Updated info rec'd on (B)(4) 2013 by the field service rep (fsr) stated that he serviced the pump on (B)(4) 2013 and the findings are as follows: after being fully charged the pump gave the less than 20 mins alarm after 25 mins of run time, less than 10 mins alarm 1 min after that and the pump shut down completely 30 seconds later. The fsr replaced the battery and power supply. On (B)(4) 2013 the fsr reported that the pump was back in service. Also performed preventative maintenance. Replaced fiberoptix sensor (fos) connector and added ty-wrap to power cord to keep it secured in input module.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.